Event description:
Reporter called on behalf of husband stating "my husband has gotten er1 on his meter 3 times". Technique was reviewed and wife stated that husband doesn't see well and has difficulty getting adequate blood samples and assumed this caused the er1 messages. Reporter said they retested and received a bg result of 180 mg/dl.